Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hyperglycemia with a highest blood glucose of 354 mg/dl while troubleshooting a dexcom g7 pairing issue. The cgm initially displayed no insertion time or date and required re-entry of the pairing code. Following re-pairing, the cgm resumed pairing and glucose later returned to range. No symptoms or medical intervention were reported.